Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test, active current test, sleep current test, displacement accuracy test and self test. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any alarms that may have occurred in the past. The adapt tool revealed pump error 3 and pump error 54. Pump error 3 (line number = 2803, file number = 2002) occurred on (B)(6) 2024 at 21:21:13. Per software engineer log it was determined the pump error 3 due to pio high was not raised during expected time-out or received during time-out (suspecting the hw). Pump error 54 (file number = 32122 and line number = 1421) triggered on (B)(6) 2024 at 21:21:11. Per software engineer log it was determined the pump error 54 was due to a software issue. Proceed it by cutting unit open and perform a visual inspection of connectors and electronic stack. No physical evidence or moisture damage¿on the electronic assembly, motor, or force sensor was found. Problem isolated to electronic assemblies. Unit received with stained keypad overlay, cracked case-corner of belt clip rails, cracked case (battery tube), scratched case and pillowing keypad overlay. In conclusion, customer concern for partial display was not confirmed. E/a alarm unspecified was confirmed due to pump error 3 and pump error 54. Pump error 3 was confirmed due to hardware issue. Pump error 54 was confirmed due to a software issue. Problem isolated to electronic assemblies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported the insulin pump had a partially black display. The customer also received a pump error. Troubleshooting was partially performed and it was unknown whether the issue was resolved. No harm requiring medical intervention was reported. Advised customer to replace the pump. The customer will discontinue the usage of the pump and revert to the healthcare professional¿s plan. The insulin pump will not be returned for analysis.